Event description:
It was reported that during the explant due to normal elective replacement indicator (eri), damage to the device occurred. The device was successfully explanted. The patient was in stable condition.